Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis featuring c3® deployment system instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, improper component placement and renal artery occlusion.

Event description:
On (B)(6) 2019, the patient underwent an endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® deployment system. It was reported that angiography taken after deployment of the proximal portion of the trunk-ipsilateral leg component showed no issues. After deployment of the ipsilateral leg and the contralateral leg components, another angiography was performed identifying that the proximal edge of the trunk-ipsilateral leg component partially and unintentionally covered the right renal artery. As there was blood flow to the artery, no action was taken to repair the coverage. No other issues were reportedly observed. The patient tolerated the procedure. The cause of the device covering the right renal artery was reportedly unknown.